Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no product was not on tissue. Locked while outside the patient. I wasn¿t there but I believe reverse knife blade fixed issue. I don¿t believe I saw lever pulled on device when I boxed up to send in for analysis gst cartridge was used. No buttress. These surgeons use no staple reinforcement.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor went to use the stapler and the stapler locked and would not open. The doctor had to grab another stapler and all went well to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? No product was not on tissue. Locked while outside the patient. If yes, how was the device removed? Na. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? I wasn¿t there but I believe reverse knife blade fixed issue. I don¿t believe I saw lever pulled on device when I boxed up to send in for analysis did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Gst cartridge was used. Was buttressing material utilized? If so, which product? No buttress. These surgeons use no staple reinforcement.